Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) gave the message "internal communication error" and the device cannot be turned on. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6(health effect ¿ impact code), h11.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) gave the message "internal communication error" and the device cannot be turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4; b5; d8; d9; g1; g3; g6;h3; h4; h6 type, findings, conclusion, component code; h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the front-end board. The fse also completed pm service. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. There was no patient involvement reported.